Event description:
The customer reported an issue with the pump display showing pixel problems, noting that only half of the screen was visible, which affected their ability to interact with the pump. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.